Event description:
It was reported the battery did not hold a charge, needing daily charging.. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and tandem diabetes technical support was unable to calculate battery depletion due to the absence of log uploads, leading to the closure of the case.